Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is pain from "tightness in chest". This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "tightness in chest". Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, mold like appearance and opening linear on anterior, posterior and radius. Leak test and microscopic analysis was performed which identified: striated opening on anterior, posterior and radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side "tightness in chest". Device was explanted.